Event description:
The customer reported via phone call, she was filling a reservoir and had insulin leaking from the transfer guard. Customer stated this incident happened 3 times from current box. Blood glucose value was 160 mg/dl. During troubleshot the customer reported she was filling a reservoir and there were big air bubbles in the reservoir. The customer stated she was not putting cold insulin into the reservoir. Customer was advised the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Four opened and used reservoirs were inspected and a pre fill test performed. One of the four reservoirs failed per specification due to the transfer guard needle being occluded. The three remaining reservoirs passed per inspection and no leakage anomaly was observed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.